Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitral stenosis and mitral regurgitation. It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). Two mitraclips were implanted reducing mr grade to 2 and a mitral valve mean pressure gradient of 6 mm hg without incident. A third mitraclip was inserted and grasped the leaflets but the mean pressure gradient increased to 10 mm hg with the third clip. The grasp was released and the third mitraclip was not deployed. The mean pressure gradient returned to 6 mm hg and the procedure was completed. On (B)(6) 2018 the patient required renal replacement therapy that is unrelated to the mitraclip device. Echocardiogram on (B)(6) 2018 found severe recurrent mr and a mean gradient of 6 mm hg. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Correction - product problem box checked. (B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the previously filed report, additional information was received that on 12/6/18 during the complex procedure, the atrial septum required predilation, but this resulted in a lack of support for the steerable guide catheter (sgc). There was considerable movement of the sgc which resulted in the cds diving into the ventricle and being unable to remove it. The chordal entanglement resulted in chordal rupture. The clip was deployed at the lateral commissure and away from the central jet. The moderate to severe mr will be managed conservatively. The patient is progressing well and will be discharged from the intensive care unit in the next few days. The slow recovery was primarily due to her renal failure and severe chest sepsis in the background of chronic type 2 respiratory failure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of mitral regurgitation (mr), mitral stenosis and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The slippage of the device appears to be related to procedural conditions due to movement of the steerable guide catheter. The difficulty removing the device was due to the slippage of the device. The tissue damage is a result of procedural conditions (due to the device caught on the anatomy) and increased mr was a cascading effect of the tissue damage. A definitive for the mitral stenosis was undetermined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report additional information was received that on 12/21/2018 the echocardiogram showed severe eccentric mr towards the lateral and posterior wall of the left atrium. There was a mean gradient between 9 and 12 mm hg. The patient was breathing independently on (B)(6) 2018 and removed from the ventilator. The condition resolved and the patient was discharged from the hospital on (B)(6) 2019. No additional information was provided.